Manufacturer narrative:
No determinations regarding the reported issue nor those requiring escalation were established. A review of the device service history record was performed from the date of manufacture to the present date. The device was previously returned for service issues unrelated to the reported complaint history. The database showed no quality notifications were opened for the device. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Alarm - error codes / messages- (B)(6) 2019 15:58:43 rfc_repairs (rfc_repairs) error code 240-4150.

Manufacturer narrative:
No determinations regarding the reported issue nor those requiring escalation were established. A review of the device service history record was performed from the date of manufacture to the present date. The device was previously returned for service issues unrelated to the reported complaint history. The database showed no quality notifications were opened for the device. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement. Device was not returned to manufacturing facility.

Event description:
Alarm - error codes / messages- (B)(4) error code 240-4150.